Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving shocks. Device interrogation revealed most of the episodes were overwritten, however one episode showed anti-tachycardia pacing (atp) was delivered for atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed to mitigate the inappropriate therapy. Approximately a week later, the patient presented again after receiving shocks. Device interrogation revealed numerous inappropriate shocks with therapy exhausted in one episode. Boston scientific technical services (ts) discussed programming options. It was reported medication adjustments were made for the af. Additionally, the patient underwent an av node ablation. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.